Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2011-00159.

Event description:
It was reported that: "revision total knee surgery. Dr stated both components where loose."